Manufacturer narrative:
This report is submitted on august 23, 2021.

Event description:
Per the clinic, the patient experienced terrible tinnitus and reported no sound. Troubleshooting was done, however, the issue could not be resolved. The device was explanted (date not reported) and the recipient was reimplanted with a new device on the contralateral side.

Manufacturer narrative:
Correction: the previous or initial MDR submitted on (B)(6) 2021, was filed inadvertently. No device malfunction/explantation or serious injury has occurred. This report is submitted on september 21, 2021.